Event description:
The customer initiated a service request for possible drifting of laser energy. During the service call, the customer referred that a patient had gotten burned. Service noted the laser energy was off 29% from the nominal selected value. No reported serious injury.

Manufacturer narrative:
Field service replaced the calport detector along with the cpu board. The cpu board was returned for functional evaluation. However, no definitive cause was found.